Event description:
It was reported that a 40-year-old caucasian female patient underwent a breast augmentation with two 375cc mentor smooth round moderate profile saline breast prosthses and experienced breast pain, lymphadenopathy, and a deflation on the left side post-operatively. It was also reported that the patient experienced a breast mass on the right side. The patient had ¿abnormal spots¿ on both breasts. As a result, the patient is to undergo bilateral device explantation on (B)(6) 2023. Mentor is following up to clarify if ¿abnormal spots " are breast nodules. If additional information is received, mentor will send a supplemental report accordingly. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass. Section d6b. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).